Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor was received with corrosion. Unable to test the motor due to corrosion. The device was received with cracked case at display window corners.

Event description:
Customer states he received a motor error alarm. Customer's blood glucose was 159 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced and to revert to back-up plan per health care provider.